Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one tube was completely damaged') and arnold-chiari malformation ('arnold chiari malformation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under go conformation test". The patient's medical history included heat stroke, sinusitis, myalgia and myositis. Concurrent conditions included overweight. Concomitant products included ondansetron (ondasetron) and oral contraceptive nos. In (B)(6) the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("neurological conditions or problems type: anxiety"). In (B)(6) , the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) , the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) , the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dental caries ("dental problems: cavities") and tooth fracture ("broken teeth"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain/abdominal pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), back pain ("lower back pain"), neck pain ("lower neck pain") and arnold-chiari malformation (seriousness criterion medically significant). The patient was treated with ketorolac tromethamine (toradol) and surgery (unilateral salpingectomy - removed perforated fallopian tube). Essure was removed. At the time of the report, the fallopian tube perforation, female sexual dysfunction, headache, dental caries, tooth fracture, anxiety, dyspareunia, fatigue, weight increased, neck pain and arnold-chiari malformation outcome was unknown, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection and back pain had resolved and the migraine and nausea was resolving. The reporter considered abdominal pain, anxiety, arnold-chiari malformation, back pain, dental caries, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, neck pain, tooth fracture, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) as per pfs received on (B)(6) 2019 she underwent unilateral salpingectomy as "one tube was completely damaged and had to be removed/ fallopian perforation". Underwent unilateral salpingectomy in (B)(6) 2014. However there is no evidence that plaintiff underwent bilateral salpingectomy. (B)(6) 2014 preoperative and postoperative diagnosis:- bilateral proximal tubal occlusion secondary to essure sterilization procedure removal of essure devices tubouterine implantation, right findings: the uterus was retroverted and globally enlarged, but no definite uterine fibroids were observed. The isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in their proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 1.5 cm and approximately 8.5 cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A right tubouterine implantation was performed through a right cornual uterine incision. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: descriotion of essure device removal procedure was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one tube was completely damaged') and arnold-chiari malformation ('arnold chiari malformation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under go conformation test". The patient's concurrent conditions included overweight. Concomitant products included ondansetron (ondasetron) and oral contraceptive nos. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("neurological conditions or problems type: anxiety"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dental caries ("dental problems: cavities") and tooth fracture ("broken teeth"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain/abdominal pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("lower back pain"), neck pain ("lower neck pain") and arnold-chiari malformation (seriousness criterion medically significant). The patient was treated with ketorolac tromethamine (toradol). Essure was removed. At the time of the report, the fallopian tube perforation, female sexual dysfunction, headache, dental caries, tooth fracture, anxiety, dyspareunia, fatigue, weight increased, neck pain and arnold-chiari malformation outcome was unknown, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection and back pain had resolved and the migraine and nausea was resolving. The reporter considered abdominal pain, anxiety, arnold-chiari malformation, back pain, dental caries, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, neck pain, tooth fracture, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2010 and (B)(6) 2010. As per pfs received on (B)(6) 2019 she underwent unilateral salpingectomy as "one tube was completely damaged and had to be removed/ fallopian perforation". Underwent unilateral salpingectomy in (B)(6) 2014. However there is no evidence that plaintiff underwent bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received. Product indication and essure implant date updated. Following events were added: one tube was completely damaged, abnormal bleeding (vaginal), menorrhagia, urinary tract infection, apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dental problems: cavities, anxiety, dyspareunia(painful sexual intercourse), fatigue, weight gain, broken teeth, lower neck pain, arnold chiari malformation, abdominal pain, back pain and she did not under go conformation test. Previously reported ¿injury to herself¿ was updated to pain. Event outcome added for: pain/abdominal pain, lower back pain, migraines, nausea, abnormal bleeding (vaginal), menorrhagia and urinary tract infection. Concomitant and treatment drugs were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.